Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The user reported no message appears. Attempted to replicate the reported issue with the similar configuration but unable to replicate the reported complaint and the system functioned as intended. There were no issues identified with the freestyle libre 2 app during replication that would have led to the reported issue. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with iphone 14 phone with ios operating system 16.6.1 version 2.7.5.4061. Customer did not received an error message and was unable to obtain readings. As a result, customer experienced "sweating, shaking, a loss of consciousness". Customer stated they were able to self-treated but did not provided what the treatment was. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with iphone 14 phone with ios operating system version 2.7.5.4061. Customer did not received an error message and was unable to obtain readings. As a result, customer experienced "sweating, shaking, a loss of consciousness". Customer stated they were able to self-treated but did not provided what the treatment was. There was no report of death or permanent impairment associated with this event.